Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported an asymptomatic patient presented in clinic after experiencing an alert for non-sustained lead noise. Possible myopotential oversensing was discussed. Programming changes were recommended. Lead remains implanted.